Event description:
It was reported that the attachment device was "not working". It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. No injuries or medical intervention were reported. The event date was unknown to the reporter. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation with the reported condition of "not working". Reliability engineering evaluated the device. A functional assessment revealed that the device failed the cutter insertion acceptance test.. Therefore, the reported condition was confirmed. The assignable root cause was determined to be normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.